Manufacturer narrative:
The rapid infuser, ri-2 has not been returned to belmont for investigation. The user facility was unable to provide the specific error code experienced, however based on the description of the alarm message it was determined that the unit exhibited a system error #102, over temperature alarm. In the event of an "over temperature" alarm, the rapid infuser displays the following alarm message: "infusate over temperature. Discard disposable and blood. Restart system with a new disposable. Service machine if error persists." Without knowledge of the infusates used during the case or the ability to evaluate the device, we are unable to definitively discern the root cause of the problem. Known contraindicated products such as pharmaceuticals, calcium, and platelets should not be used, as they can compromise the anticoagulants in citrated blood and promote clotting, which can lead to clot formation inside the heat exchanger and block blood flow. If this occurs, the stainless steel rings inside the heat exchanger will become overheated and cause an over temperature / overheating issue. Belmont has contacted the initial reporter to obtain further information about the case, including the infusates used, the serial number of the unit, and the lot number of the disposable set. As of the date of this report, no additional information has been provided. Without the ri-2 serial number or lot number of the disposable set, a review of the manufacturing records is not possible. It was reported that the patient deceased. There has been no allegation that the ri-2 directly contributed to the patient death. Should the device be returned for investigation or additional information become available, a supplemental report will be provided.

Event description:
The user facility reported the following incident involving a belmont rapid infuser, ri-2: "the belmont machine was on a patient that we coded for 2.5 hours. There was an error code of either 102 or 104. It said the primate was too hot and remove from service. We turned it off and back on with the same error code. It said something like to prime a new set. The patient expired before I could prime another line."